Event description:
It was reported that there was an error, lens damage during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal intact. The device's event history log was reviewed and found the error code. The reported problem was duplicate, during the investigation found optical switch has a broken wire and lens damaged. Repairs done to correct issue replaced the optical switch and lens. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.